Event description:
This is a spontaneous case report received via regulatory authority in (B)(6) on (B)(6) 2016 from a (B)(6) year-old female consumer and forwarded to bayer on (B)(6) 2016. On (B)(6) 2010 consumer had essure (fallopian tube occlusion insert) inserted. It was reported that on the day of device placement novasure was carried out at the same time because of excessive bleeding / novasure was painful and complication of device insertion. One month after essure insertion, the consumer experienced abdomen pain, itching skin, irregular bleeding or breakthrough bleeding, incontinence, problems with urinating, chest pain, depressive feelings, restless feelings, insomnia, memory loss or concentration problems, hair problems, and heavier menstruation. Unspecified medication was used as treatment. Treatment planned included removal of essure. The consumer's outcome is unknown. Company causality comment . This non-medically confirmed, spontaneous case report received via regulatory authority refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and it was reported that on the day of device placement novasure was carried out at the same time because of excessive bleeding (interpreted as procedural bleeding). She experienced abdomen pain. Essure removal was planned. These events are listed in the reference safety information for essure. Genital bleeding and abdominal pain may occur with essure therapy. Considering their nature per se and the absence of alternative explanation, causal relationship between the reported event and essure use cannot be excluded. This case was regarded as incident since a surgical intervention will be required. Additionally, non-serious events were reported. Technical analysis has been requested. No further information can be obtained. According to the field safety notice distributed on (B)(6) 2016 in the EU, endometrial ablation and the essure procedure should not be performed during the same surgical session. Review of medical information on women who underwent both an essure procedure and an endometrial ablation revealed that they may be at increased risk for certain events known to be associated with each procedure. This topic is being addressed immediately by a fsn and in an upcoming revision of the IFU. Bayer will continue to monitor the safety of essure through post-market-surveillance according to established process.

Manufacturer narrative:
Quality safety evaluation received on 26-sep-2016: ptc global number (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 28-sep-2016 for the following meddra preferred terms: abdominal pain. The analysis in the global safety database revealed 748 cases. Procedural haemorrhage. The analysis in the global safety database revealed 21 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Company causality comment: this non-medically confirmed, spontaneous case report received via regulatory authority refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and it was reported that on the day of device placement novasure was carried out at the same time because of excessive bleeding (interpreted as procedural bleeding). She experienced abdomen pain. Essure removal was planned. These events are listed in the reference safety information for essure. Genital bleeding and abdominal pain may occur with essure therapy. Considering their nature per se and the absence of alternative explanation, causal relationship between the reported event and essure use cannot be excluded. This case was regarded as incident since a surgical intervention will be required. Additionally, non-serious events were reported. According to the technical analysis, a product quality defect could not be confirmed but is considered plausible. No further information can be obtained. According to the field safety notice distributed on march 2, 2016 in (B)(6), endometrial ablation and the essure procedure should not be performed during the same surgical session. Review of medical information on women who underwent both an essure procedure and an endometrial ablation revealed that they may be at increased risk for certain events known to be associated with each procedure. This topic is being addressed immediately by a fsn and in an upcoming revision of the IFU. Bayer will continue to monitor the safety of essure through post-market-surveillance according to established process.